Event description:
Patient reported right side "moderate breast pain" and "firm and looks abnormal due to capsular contracture" baker grade iii. Patient later reported right side "implant ruptured--incapsulated rupture due to contracture". Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 29/apr/2010. In response to FDA report number: mw5116014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii; rupture.